Manufacturer narrative:
A ge service representative evaluated the system and replaced the high voltage tank and the snubber board, and performed a filament calibration. The system operates as intended.

Event description:
The customer reported the system displayed a kv error and shutdown. No patient injury was reported.